Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. Run analysis of the simplexa results are as follows: on (b)6) 2022 at 1522: sample ID: (B)(6): s gene (31.8) orf1ab (34.6), sample ID: (B)(6): s gene (31.3) orf1ab (33.2), sample ID: (B)(6): s gene (31.0) orf1ab (31.6), sample ID: (B)(6): s gene (27.1) orf1ab (28.6), sample ID: (B)(6): s gene (32.0) orf1ab (33.2), sample ID: (B)(6): s gene (26.5) orf1ab (28.5). The run file showed 6 out of 8 samples were detected but the customer did not indicate which ones were possible false positive. A dsm molecular applications specialist believes several environmental factors are contributing to the false positives after visiting the customer site on (B)(6) 2022. Construction in the building may have introduced dust or other material to enter the upper portion of the bsc shich is more difficult to decontaminate. Also, technicians in the lab were setting up biofire respiratory panels in the same bsc with a process that includes vortexing samples and immediately opening the tubes after vortexing. The bsc is also equipped with a sharps bin that does not close securely (bin has a swinging door mechanism). These factors could be aerosol risks. Environmental runs were setup 5 min and 10 min after a biofire panel setup and false positives occurred in the 5 min test. No false positives occurred during the 10 min test. Troubleshooting tips were provided to the customer to reduce the chances of contamination and the mas is awaiting a response from the customer. Investigation conclusion is pending the customer response. Batch record review showed the critical component, reaction mix mol4151 lot#: 16436n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 12/27/22 with 14 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint for false positive on mol4150 lot#: 16425n.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. The suspected false positive results were reported to the diagnosing physician or clinician, but no alleged harm occurred. Patient health information and sample collection method was not provided.